Event description:
A report has been received that reported the end user was making a turn and the wheelchair started to spin and flipped over on its side resulting in an injury to one of his legs. Also reported was the existing muscle spasms have worsened. The reporter alleges that the end user was seen in the ER. Incident allegedly took place outdoors. The end user had received the device (B)(6) 2012.

Manufacturer narrative:
(B)(4) - model tdxsp, serial number/date code (B)(4) was approximately 4 months old at the time of the incident. The owner's manual part number (B)(4), rev. K (mar-11) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. A call has been placed to the reporter for additional information and in speaking with the reporter, it was learned the user has arms and legs that constantly move and reportedly has high tone. Reportedly, the consumer did fall out of the power chair. He sustained an open wound and was evaluated at the hospital. The reporter did not know if he required stitches or just bandaged up. The consumer claims that the incident allegedly has increased his spasticity. (B)(6) did not go out and meet with the consumer until after 3-4 weeks after the incident and they are not the original dealer that sold the power chair to the consumer. (B)(4) assessed the chair and determined that the due to the consumer's height, the seat to height of the chair was too high, allegedly causing instability when the consumer goes at a faster speed. It was determined that the consumer needs a different style of seating system with a lower seat to floor height. They had placed the order through invacare for the base and motion concepts for the seating system. It has since been learned that the chair was stolen. They are now working with the insurance company to cover the cost of replacement. Dealer states that the device had too high of a stf for the client. Her belief is that the atp who did this chair originally made an error in judgement. Dealer states that a motion concepts tilt/ recline system (with power center mounts) was put onto base shortly after alleged incident, with a lower stf, which allegedly took care of the stf issue. Rehab specialist did a quote for a replacement base, as chair was stolen. Note: product not returned as it was stolen.